Event description:
It was reported that the customer fell and the insulin pump had a scratched display. It was also reported that the customer had low blood glucose of 34 mg/dl and had treated with a glucagon shot. Paramedics were called and by the time they arrived to the customer's house, her blood glucose was fine. Troubleshooting was performed and found that the customer was connected during priming. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.